Event description:
Additional information was received from a consumer. When asked whether the burning sensation at the ins site had resolved and what actions were taken or planned if not, the patient responded that their healthcare provider had changed programs, given a soft massage to get the battery back in the pocket, and that surgery would possibly be scheduled at a later date. The patient indicated the shocking had resolved after they changed programs and had the leads checked with a 'big device'. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had a brain MRI and since has had a burning sensation at the ins site. The patient said that during the MRI they could feel pulling, tugging, jolting, and had to have the techs keep stopping the MRI. The patient said they have a jittering in their back and it feels like someone branded them. The patient had turned stimulation down and off and the pain still occurs. The patient was getting a shock behind their vagina (where they used to feel the vibration) whenever they have a bowel movement. The patient said they contacted the pcp who recommended heat and ice but has not contacted their managing hcp. The patient had been taking ibuprofen for the pain. No further complications were reported.